Manufacturer narrative:
Calibration was last performed on 22-aug-2023; the signals were lower than expected. The customer used 13mm sample tubes with no rack adapter. The customer used a sample volume of 3.7 ml. This sample volume is too low. The customer inverted the sample 5 times. Sample inversions between 8-10 are typically recommended. No issues were identified during a review of the alarm trace data. The customer may not be cleaning the reagent rotor monthly. A reagent issue is not suspected. The information available suggests sample quality issues or instrument contamination. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg+beta (hcg + b) on a cobas e 411 analyzer (rack system). The initial result from a hitachi cup was <0.100 miu/ml. The repeat result from the primary tube was 3.30 miu/ml. The result of <0.100 miu/ml was believed to be correct as a qualitative test was negative. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6). The field service representative (fsr) checked various parts of the instrument and noted the rotor was dusty and "condensed." A review of samples found some tubes with inclined gel and some with fibrin or traces of blood on the surface of the serum or the tube wall. No issues were identified with the hcg + b reagent container. The investigation is ongoing.